Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of death, date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The myocardial infarction, thrombus and revascularization, mentioned is filed under a separate MFR number. Literature attachment titled: safety and efficacy of polymer-free biolimus-eluting stents versus ultrathin stents in unprotected left main or coronary bifurcation: a propensity score analysis from the rain and chance registries.

Event description:
It was reported through a research article identifying the xience alpine stent that may be related to the following: death, myocardial infarction, thrombus and revascularization. Details are listed in the article, titled safety and efficacy of polymer-free biolimus-eluting stents versus ultrathin stents in unprotected left main or coronary bifurcation: a propensity score analysis from the rain and chance registries.